Manufacturer narrative:
(B)(4). Device history record review . Manufacturing location: (B)(4). Manufacturing date: 04.sep.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturer investigation results are as follows. The returned cannulated screw has rough/worn threads which may contribute to the complaint condition. The remainder of the device is in good condition. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection, drawing review and DHR review were performed as part of this investigation. Usage of the returned devices is outlined in the tfna proximal femoral nailing system technique guide (dsus/trm/0614/0109(2). The cannulated connecting screw shows rough/worn threads which may contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated connecting screw became stuck in a trochanteric fixation nail advanced (tfna) and an insertion handle could not be removed during a left intertrochanteric fracture repair on (B)(6) 2016. There was a reported fifteen (15) minute surgical delay. The procedure was completed successfully with the patient in stable condition. This complaint involves two devices concomitant devices reported: tfna (part #04.037.245s, lot #h146700, quantity 1). This report is 1 of 2 for (B)(4).